Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified. During the analysis it was found that the downstream occlusion(dso) seal was damaged. The dso seal was replaced.

Event description:
The device was returned for a discolored air detector which was found during testing. During physical inspection, it was found that there was a damaged downstream occlusion (dso) seal.